Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient experienced inaccurate cgm values. The cgm reading was approximately 43 mg/dl and no fingerstick testing performed at home, the patient experienced shakiness and dizziness. The patient was taken to the emergency medical team (emt) and there they took a bg reading which was 723 mg/dl while the cgm continued to display 43 mg/dl. Subsequent hospital testing confirmed dangerously high glucose levels, initially measuring approximately 500 mg/dl and later increasing to 723 mg/dl, requiring treatment with IV fluids and 10 units of short-acting insulin. The hospitalization lasted approximately 5¿6 hours. At the time of the report the patient was in good condition. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. When the emt came, the reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.